Event description:
It was reported that the left ventricular lead exhibited loss of capture. The device was then programmed to right ventricular pacing only. No symptoms were reported. The lead was capped and replaced on (B)(6) 2018, and the patient was stable post-procedure.

Event description:
New information reported that the left ventricular lead had also dislodged.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. The damage found was sustained during surgical procedure. The lead was otherwise normal.